Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23651. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was also reported that the patient's right ventricular lead was found to have insulation externalizations upon x-ray. The lead did not exhibit any electrical anomalies, and was replaced. The patient did not suffer any consequences due to either product.

Manufacturer narrative:
Final analysis found the complete lead was returned in two pieces. External insulation abrasions were found at 12.5 ¿ 12.8 cm from and 16.9 ¿ 17.2 cm from the connector pin. The abrasion damage breached the ring electrode cable lumen and superior vena cava cable lumen respectively at these locations. Internal insulation abrasions were found breaching the ring electrode cable lumen at 8.6 -10.5 cm, 12.1 ¿ 14.0 cm, 15.7 ¿ 16.0 cm, and 30.1-30.2 cm from the distal tip. The external insulation abrasion is consistent with friction to the device can.